Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the device does not have visual defects. A functional test was performed and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. Finally, a flow test was done; the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Laboratory analysis was unable to confirm the reported clinical observations. Device was found within specifications.

Event description:
It was reported that during the preparation of a redo ablation to treat an atypical flutter and atrial fibrillation, an intellanav mifi open-irrigated catheter was selected for use. The catheter was prepped, connected to tubing. When fast flushing at 60 ml/min through the tip of the catheter to see flow out from each irrigation port, flow was only coming out from one side. The tip was agitated in attempt to clear out any occlusion, but it was unsuccessful. No error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.

Event description:
It was reported that during the preparation of a redo ablation to treat an atypical flutter and atrial fibrillation, an intellanav mifi open-irrigated catheter was selected for use. The catheter was prepped, connected to tubing. When fast flushing at 60 ml/min through the tip of the catheter to see flow out from each irrigation port, flow was only coming out from one side. The tip was agitated in attempt to clear out any occlusion, but it was unsuccessful. No error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.